Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Extracted data from returned sensor using approved software. Sensor state 8, event log 11, and event log 9 observed. Log file review and analysis results observed algo_error_terminate paired with dq_invalid in the otp event log. No other abnormalities were observed with the sensors data. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "made noises while sleeping" and received third-party treatment of "icing to bring glucose up" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.